Event description:
Complainant alleged that the device displayed a "defib fault 78" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to MFR for evaluation. Instead, the suspect bridge module was returned. Our eval of the module verified the reported malfunction and attributed the failure to a faulty insulated gate bi-polar transistor.